Event description:
Patient underwent bi-lateral implantation of proact. Patient had previous radiation therapy and a turp. The left side was implanted with no issue. The sharp tip trocar on the right side was too medial and hit the urethra upon penetrating the urogenital diaphragm. Contrast was gushing out of the u-channel sheath and cysto confirmed perforation of the urethra. Patient sent home with a foley catheter.

Event description:
As of the initial report, the patient had been sent home with a foley catheter. Additional information for this follow-up report: the left proactdevice was found partially outside the patient the next day after wiping from a bowel movement. The patient returned to the surgeon for device removal. A colorectal doctor saw the patient and scoped him. A small hole was found on the left side. Doctor put in a 20fr spt for drainage. Antibiotics will be given for two weeks. The doctor couldn't get the scrotal side (port) because it migrated into the patient's soft tissue so she just cut the device. Most of the proact device was sticking outside of the patient's body. The left port was left inside the patient. It is believed that a rectal perforation occurred during the implant procedure and the device subsequently eroded into the rectum.